Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon would not deploy properly. The issue was corrected by opening a new device. The current patient status is good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.